Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. This covers complaints regarding lot# di17248 and lot# di17236.

Event description:
It was reported that there was clear fluid accumulation after use of directinject bone cement. A revision surgery was conducted. No further information is known at this time.